Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving baclofen (unknown dosage/concentration) via an implantable pump. It was reported that the physician office staff reported the patient had a refill in the morning and then patient mother reported the patient became very drowsy. They went to emergency room (ER) and mother told the office he was on a ventilator and intubated. The environmental factor/patient factor was the pump refill. The patient¿s weight and medical history was asked but will not be made available (legal/confidential reason). There was no environmental factor/patient factor. The patient was alive. The issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative (rep)what actions/interventions were taken to resolve the drowsiness (please provide dates and details as known)?¿ physician will aspirate pump reservoir to check for discrepancy and potential pocket fill.¿ was the patient¿s symptom resolved? ¿symptoms are resolved. Pt no longer on ventilator.¿ additional information received from the healthcare provider (hcp) stated on (B)(6) 2022, the hcp aspirated 7 ml of baclofen from pump reservoir with 18 ml expected. It was reported that hospital physician aspirated 8 ml fluid from pump pocket when the patient was admitted to hospital. The hcp refilled pump with baclofen of 20 ml and immediately withdrew the 20 ml from reservoir to make sure no pocket fill. He stated however, that pocket immediately filled up with fluid but was not baclofen as 20 ml drug was verified in reservoir despite pocket swelling after refill. Plans to do exploratory surgery at some point to see if catheter leaking cerebrospinal fluid (csf) into pocket. No surgery scheduled at present additional information received from the healthcare provider (hcp) stated that the dye study was performed today due to continuous swelling of pump pocket. Cerebrospinal fluid (csf) aspirated from catheter access port (cap) without difficulty. Dye was injected and no abnormalities were seen through catheter. The physician aspirated 21ml of csf draining from inside pump pocket. Patient will be scheduled for exploratory surgery in future to see if csf leaking around catheter entry into spine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.